Event description:
The consumer states the right front caster is broken because the consumer ran into a curb trying to get out of the way of a car.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.